Event description:
The customer stated that he was connected during prime and may have delivered 50 units of insulin into his body. The customer was advised to seek medical treatment to prevent a possible hypoglycemic event. The call was disconnected after paramedics arrived to treat the customer. A follow-up call was made to the customer, who explained that he had been hospitalized. The customer's blood glucose reading at the time of the report was 264 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.